Event description:
On (B)(6) 2014 it was reported that the physician was having programming issues and that after performing two hard resets, it began working. However, after performing a successful systems diagnostics, the device soon began having performance issues again. During programming, the hand held showed x's for the data fields and they could not reprogram. Then she said that the hand held was freezing and did not work at all. The handheld freezing is reported on MFR. Report # 1644487-2014-02716. The programming system has not been returned for product analysis to date.

Event description:
On 11/17/2014 product analysis was completed on the handheld and flashcard. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On 10/21/2014 the programming system was returned for product analysis. Product analysis was completed on the wand on 11/05/2014. No malfunction was identified; the programming wand performed according to functional specifications as evaluated. Product analysis is still underway on the flashcard and handheld.